Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchor snapped off.

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Per the reported information, the patient has a history of bruxism. It was also reported that the patient experienced irritation on the cheek. A potential root cause may have been due to the anchors on the device causing irritation to the patient when the anchors are in contact with the cheek. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a silent nite sleep appliance experienced breakage at the anchor component. The device was delivered to the patient on 11/4/2024. The patient, a 48-year-old male with a medical history of bruxism and excellent oral hygiene. The patient presented the issue and discontinued the use of the device on (B)(6) 2026. Issue was presented to the dental office located in (B)(6). Per the report, the healthcare professional stated: "silent nite attachment broke off. I repaired it but the patient wants a better appliance. Please credit towards new appliance." The patient experienced irritation of the soft tissue on the cheek mucosa. It was reported that the symptom was resolved after discontinuation of use. No injury was reported, and no medical or surgical procedures were required. The appliance has not yet been replaced. The customer confirmed that the cleaning and storage directions were followed. No additional clinical concerns were reported.

Manufacturer narrative:
Additional information was added to section a2, a3a, a4, a6, b3, b5, b7. No further information was available. Manufacturer internal reference number: (B)(4).